Manufacturer narrative:
Zoll has not yet received the zoll console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during training on the coolgard 3000 ivtm system the device did not function as intended. The device did not recognize the temperature probe connector. To troubleshoot the issue the customer replaced the temperature probe connector block, however this did not resolve the reported issue. No patient involved during this event. No additional information provided.